Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified lesion in the superficial femoral artery with a vessel diameter of 6mm. A 6f non-abbott 11cm sheath was placed. Pre-dilatation was performed. A 5x100 supera self-expanding stent system (sess) was advanced to the target lesion and deployed without issue; however, during removal of the sess the distal tip was caught in the introducer sheath. The tip of the sess detached and remained in the introducer sheath. The sess, including the separated tip, and introducer were removed from the patient anatomy as a single unit under fluoroscopy. A new introducer sheath was used and an additional unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects or a reported clinically significant delay in the procedure. No additional information was provided.